Event description:
Novopen 4 had a malfunction [device malfunction]. Case description: study ID: (B)(6) innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 160 cm. Patient's weight: 76 kg. Patient's bmi: 29.6875. This serious solicited report from turkey was reported by a consumer as "hospitalized (hospitalization)" with an unspecified onset date , "novopen 4 had a malfunction (device malfunction)" with an unspecified onset date and concerned a 925 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from on (B)(6) 2024 for "product used for unknown indication". Dosage regimens: novopen 4: ryzodeg penfill 100 u/ml: on (B)(6) 2024 to not reported. Current condition: diabetes (for 30 years, type not reported), heart failure (for 10 years), kidney failure (for 10 years), stroke (on (B)(6) 2016 due to diabetes), 1 of the patient's left neck vein was completely closed. Procedure: hospitalized for 3 months due to stroke. On an unknown date, novopen 4 used by the patient had a malfunction. The patient was hospitalized due to the medication she was taking for heart disease and was discharged on (B)(6) 2024. Batch numbers of novopen 4 and ryzodeg penfill 100 u/ml was requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "hospitalized (hospitalization)" was unknown. The outcome for the event "novopen 4 had a malfunction (device malfunction)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Reporter's causality (novopen 4). Hospitalized (hospitalization): unlikely. Novopen 4 had a malfunction (device malfunction): unknown. Company's causality (novopen 4). Hospitalized (hospitalization): unlikely. Novopen 4 had a malfunction (device malfunction): possible. Reporter's causality (ryzodeg penfill 100 u/ml). Hospitalized (hospitalization): unlikely. Novopen 4 had a malfunction (device malfunction): unknown. Company's causality (ryzodeg penfill 100 u/ml). Hospitalized (hospitalization): unlikely. Novopen 4 had a malfunction (device malfunction): possible. Company comment: hospitalisation is assessed as unlisted event according to the novo nordisk current ccds in ryzodeg penfill. Relevant information on clinical event leading to hospitalisation, event onset date, severi-ty and other details, therapy details with ryzodeg penfill, action taken and outcome are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill.

Event description:
Case description: investigation results: name of the suspect product:novopen 4. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: ryzodeg penfill. Batch number of the suspect product:unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, case was updated with following informations: -investigational results updated for novopen 4 and ryzodeg penfill . -is non reportable? Field was updated as "no". -malfunction field updated as "no". -final report check box was ticked in EU/ca device information tab. -expected date of follow up report was removed in EU/ca device information tab. -follow up information - further investigation field was updated with relevant comment. -imdrf codes b,c,d,g were updated. Narrative updated accordingly. Final manufacturer's comment: 31-jan-2025: the suspected device has not been returned to novonordisk for investigation. No investigation was possible, because neither sample nor batch number was available. With very limited information on the handling technique of the device, it is not possible to elucidate the clear root cause on functionality of the suspected device novopen 4. No conclusion is reached. H3 continued: evaluation summary. Name of the suspect product:novopen 4. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.